Event description:
It was reported that the pt has not shown any evidence of benefit and there is some uncertainty as to the presence of an auditory nerve on the implanted side. The pt showed a good level of benefit via acoustically aided contra-lateral ear. Surgery has been planned to relieve raised intra-cranial pressure due to skull growth abnormality. Testing showed normal function of the internal device electronics but hi impedance on a total of 8 electrode channels.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.